Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to poor flexion and anterior knee pain. The patella was resurfaced, and the liner was exchanged. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 00595001605 - cr-flex pct fem f-l minus - 64104636; 00598004702 - stemmed tibial component precoat size 6 - j6900846. G2: foreign - australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left knee arthroplasty is in satisfactory position with no evidence of complications. No effusion or loosening. Mild patellofemoral degenerative changes in a natural patella. The complaint was not confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.